Event description:
Customer reported blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and 106 mg/dl on inform system 1, 136 mg/dl and 279 mg/dl on inform system 2, all within 10 minutes. Customer reported no patient symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the systems, replacements were sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch with a1 patient for report on inform system 2.